Manufacturer narrative:
As the product was not returned, no pictures of the product were received and a device history records review could not be completed. The device is used for treatment surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Since part and lot numbers are unknown, a product history search could not be performed and compatibility could not be verified. It was reported that there was no significant change in the implant position from preoperative period to the last follow up and the patients who showed radiolucent lines in the follow-up radiography reported they could perform more squatting and kneeling during daily living activities than they were recommended to do. The package insert states that loosening or fracture/damage of the prosthetic knee components or surrounding tissues is an adverse side effect and is therefore a known inherent risk of the procedure. The same package insert also states "excessive physical activity and injury can result in loosening, wear, and/or fracture of the knee implant." A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). Please reference literature at the following location: http://jksrr.org/doix.php?ID=10.5792/ksrr.2015.27.3.156. This report will be amended when our investigation is complete.

Event description:
It is reported that radiolucent lines were observed in thirteen knees all surrounding the femoral component. Four were in zone 1 and nine were in zone 4.